Event description:
The customer reports that the thermometer had exploded. He stated no one was harmed, arc requested that the device be returned.. A lab analysis for this type of failure was performed on a similar device. The analysis of the batteries included an optical microscopy, CT scan and 2d x-ray and indicated the failure was due to a single component (battery) malfunction. The suspect batteries have not been used in production units since (B)(6) 2015.